Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had pump error alarm. Customer¿s blood glucose was 8.7 mmol/l at the time of incident. Customer stated that the insulin pump was not able to rewind. Drive support cap was normal. The insulin pump will not be returned for analysis.

Manufacturer narrative:
The insulin pump passed the displacement test, rewind test, prime or seating test, basic occlusion test, force sensor test and occlusion test. There were no pump error 43 alarms noted during testing however, pump error 43 alarms are found in the formatted history file due to moisture damage on the motor. Moisture damage was also found on the electronic assembly during visual inspection. Pump error 63 alarmed during self test and confirmed in pump history with variable (03) due to broken trace at keypad assembly (pin 1). Volume did not change when adjusted. Audio or vibrate anomaly or absence of alarm confirmed.